Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR #:2134265-2013-00034. It was reported that during a percutaneous coronary intervention that a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous proximal left anterior descending artery. A 3.5x38mm promus element stent was implanted but it was noted under intravascular ultrasound (ivus) that the stent was not well apposed to the vessel wall. The 4.5x8mm nc quantum apex mr balloon was to be used to post-dilate the stent and was inflated twice (1st inflation 12 atms, 2nd inflation 14 atms) and ruptured on the second inflation. The procedure was completed with another device. No patient complications were reported and the patient condition is good.